Manufacturer narrative:
(B)(4). Pump error 63 alarm (variable info=3) confirmed in the pump history due to broken trace.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error. The customer¿s blood glucose was 118 mg/dl at the time of incident. Customer was able to clear the alarm and able to rewind insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.